Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: flow reading 2-3 liters lower on vad than on rhcspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : controller designed by thoratec with low flow alarm at 2.0implant device type: lvadmalfunction device type: